Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09845. It was reported that stent dislodgement occurred. The target lesion was located in the calcified distal circumflex artery. A 2.25x20mm and a 2.50x16mm promus premier¿ drug-eluting stents were advanced to treat the lesion. However, both stents got hung on the previously implanted stent. When the stents were being retrieved, the stents came off the balloon. The 2.50x16mm promus premier¿ stent was able to be deployed where it came off and the 2.25x20mm promus premier¿ stent was removed from the patient. Balloon angioplasty was performed and the procedure was completed. No patient complications were reported and the patient's status was fine.